Manufacturer narrative:
Age/date of birth, weight and ethnicity: unknown/no information. If implanted; give date: not applicable. The iol was not implanted. It was removed and replaced within the same procedure. If explanted; give date: not applicable. It was removed and replaced within the same procedure. Device evaluation: since product is not available, the complaint issue reported could not be verified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Received report indicating the physician changed the lens due to vitrectomy. No further information was provided.